Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged the day after its implant, as confirmed via x-ray. The patient underwent a surgical revision in which the lead was successfully repositioned. No additional adverse patient effects were reported.